Event description:
Customer reported fluid leaked from the maxplus valve on the end of the extension set during an infusion. No patient harm or medical intervention required. Although requested, no additional event or patient information provided.

Manufacturer narrative:
(B)(4). The set has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.